Event description:
It was reported that during a transforaminal posterior lumbar interbody fusion (t-plif) level l3 to s1 surgeon had inserted four screws, one 7.0 mm ti polyaxial screw, and three 6.0 mm ti polyaxial screws. As surgeon went to tighten the four screws the tulips moved and the rivet on the inside broke and the screws could not be tightened. The surgeon removed the hardware and selected other hardware to complete the procedure. The procedure was extended approximately 25 minutes. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number was not provided therefore a review of the device history record could not be completed. No conclusion could be drawn, as the sample was not received.